Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, the the gamma 3 nail broke.

Manufacturer narrative:
Evaluation revealed the trochanteric nail to be the primary product. All other mentioned products are regarded to be concomitant items. The 2nd lag screw (B)(4) that was returned for unknown reason along with the broken nail and its related lag screw. A review of the device history records revealed no discrepancies in material or manufacturing. Potential nail breakage had been considered in the corresponding risk management file. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Discussion of the damages observed on primary product: the fracture pattern on the breakage surfaces of the nail suggest that the nail mainly broke in a fatigue fracture approx. 4 months after implantation. The appearance of the breakage surfaces suggests that the origin of the fatigue fracture (initial fissure) was located at the lateral edge of the posterior web. The orientation of lines of rest indicates that the fatigue fracture had progressed thru the webs in medial direction. The residual (forced ductile) fracture, indicated by rougher surface and evident material deformation, was identified in the medial section of the posterior web. The evident change of the course of the breakage line at lateral/anterior suggest high torsion load at the beginning of the fatigue fracture. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points ¿ found on nail (medial inferior edge), lag screw and locking screws ¿ indicated high axial load application. Evident wear is found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web; generated by friction of the rim of the related flute of the lag screw under high torsion load and most likely had created the starting point of the fracture (notching effect) at the lateral edge of the posterior web. Discussion of the damages observed on concomitant product: lag screw: the damages of the shaft were identified as cold sets, which were caused due to high respectively permanent load bearing. The mark in the flute indicates that the set screw has been inserted as intended to ensure locking of the lag screw against rotation and migration. General technical aspects: the broken implant is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. In this case a non-union is reported which suggest that the level of stress did not reduce during the period of implantation and finally contributed significantly to the breakage of the implant. Conclusion: the nail broke in a fatigue fracture due to overload approx. 15 weeks after implantation. Investigation did not reveal evidence for discrepancies in material or manufacturing. In this case post-operative x-rays provided information about the absence of medial support ¿ instable fracture situation resulting in bending stresses and torsion caused by load application during the implantation period ¿ triggered early dynamization as a measure to support bone healing. Also, x-rays and the operation report of the revision surgery provided information of impaired bone healing, resulting in exceeding load application on an unrelieved nail. There is no information provided if the patient had been compliant to the mobilization instructions during the implantation period but the extent of wear at the load transfer areas on nail and lag screw suggest early high weight bearing.

Event description:
It is reported by the nurse of the hospital, the gamma 3 nail broke.